Event description:
It was reported that the implanted device was in a valid radio frequency overuse condition. A boston scientific company representative reported a medium radio frequency interference. Further, this device was suspected to be depleting prematurely. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.